Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for son via phone call for high blood glucose. The customer¿s blood glucose level was 538 mg/dl. Customer reported that she is stuck in the rewind mode and she does need to change her set out, customer also had a battery out limit and missed bolus alert. Customer did not wish to troubleshoot for any alarms nor for the high blood glucose. The insulin pump will not be returned for analysis.